Manufacturer narrative:
(B)(4) the device was not returned as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. Headache is a known inherent risk of flow diversion procedure and is documented in the pipeline flex instruction for use.

Event description:
Medtronic received information that a patient was hospitalized for a severe headache. The patient had a flow diversion procedure to treat an unruptured aneurysm located in the left internal carotid artery (lica) c5 clinoid approximately two weeks prior to the hospitalization. The pipeline device was successfully deployed across the aneurysm neck and there was no device issue reported during the procedure. It was reported that the brain magnetic resonance imaging (MRI) and magnetic resonance angiogram (mra) during hospitalization showed "a few punctate cortical and deep gray matter foci of enhancement without surrounding flair hyperintense signal. Given the history of pipeline placement, these may represent early foreign body reaction from the stent. Tiny subacute infarcts are also possible but less likely." The aneurysm was completely occluded. The patient was treated with dihydroergotamine, ketorolac, and prochlorperazine for the headache and was discharged one day later asymptomatic.

Manufacturer narrative:
Based on the reported information, there is no evidence suggesting that the device was defective and the in-stent stenosis is most likely related to physiological vascular remodeling; however, the cause of the in-stent stenosis cannot be reliably determined. Parent artery stenosis is a known inherent risk of stenting procedure and is documented in the pipeline instruction for use.

Event description:
Medtronic received additional information that 28.6% stenosis was observed during one year follow up imaging.